Event description:
The strike plate (butt end) of this cup inserter handle snapped off from the rest of the handle during use.

Manufacturer narrative:
The device associated with this report was not returned. A previous investigation found seven pinnacle straight impactors (p/n 221750041) were evaluated by metallurgy for the end caps breaking off. The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. The root cause is attributed to repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via sep-419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.